Event description:
It was reported that "during a surgical procedure, the jaws of the clip applier would not close and a clip was dropped into the surgical field. The clip was not retrieved. No pt injury was reported.